Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported the nurses have been noticing an increase in air in line alarms, without air in line. Pumps in 3 patient rooms on the floor have been alarming, 2-3 times an hour over two days. There was patient involvement and no patient harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported the nurses have been noticing an increase in air in line alarms, without air in line. Pumps in 3 patient rooms on the floor have been alarming, 2-3 times an hour over two days. There was patient involvement and no patient harm.